Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The customer was contacted requesting for patient and information and repair details, but no response received.

Event description:
The customer reported that the battery is not charging, but unit will operate on battery power but the battery indicator is not flashing. It is unknown if the device was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.